Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a failed battery alarm during use. The customer's blood glucose level was 167 mg/dl. Troubleshooting was performed. The alarm was cleared. They did not receive a replace battery now alarm. The batteries were not in use before and were fully charged. They waited for the insert battery alarm and inserted a new fully charged battery. The replace battery alarm recurred. They were unsure if the battery cap's contacts were missing or damaged. It was determined that they will be sent a battery cap. The device will not be returned for analysis.